Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2012, patient underwent spine fusion surgery using rhbmp2 on the lumbar region of his spine from vertebrae l1 to l5.the rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the posterolateral gutters). Post-op, patient reportedly had "increasing pain into his lower extremity". Patient developed severe pain and functional deficit in attempting to ambulate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6)2015: the patient was pre-operatively diagnosed with 1) lbp. 2) r>l radiculopathy. 3) peripheral neuropathy. 4) pseudoarthrosis with instrumentation failure-s/p prior lumbar posterior instrumented arthrodesis l1-l5. 5) resultant stenosis, nf. 6) spinal instability, resultant to #4. 7) cad; s/p pcta. 8) peripheral vascular disease. 9) s/p enderarterctomy. 10) hyperlipidermia. 11) htn. 12) depression. 13) s/p cva and underwent the following procedures: 1) l4-s1 anterior reconstruction a. Decompression. I) direct: l4-5 with removal device; l5-s1 and l4-l5 disc osteophytes, ligament. Ii) indirect. B. Intervertebral stabilization. I) l5-s1: 42 x 15 x 12 degree- stalif midline ii. Ii) l5-l4: small x 12 x 6 degree-4 web; placed left center due to vessel anatomy right. C. Arthrodesis. I)l4-l5: nuvasive in device+ bacterin anteriorly. Ii) l5-s1: bmp. 2) sch fluoroscopy. 3) sch np. A) sseps. B) emgs. C) meps. 4) preclude gortex graft x 2.